Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing w/ moisture) issue. It was reported that there were segments missing from the display and that there was moisture in the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: during investigation, the missing segments could not be duplicated. There was evidence of moisture and corrosion in the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The pump was opened and there was evidence of moisture inside the pump. The pump powered on with a properly functional screen.